Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported error during supply change with ¿unable to proceed¿ message during fill tube. The patient's blood glucose (bg) level was at 400mg/dl. The patient performed dry run, and no issues was found, and changed all supplies successfully. The patient tore the top of the cartridge when putting previous set of supplies on as they put the connector on cartridge outside of the ilet. Determined issue was due to patient placing connect adaptor before inserting cartridge, likely tearing the septum. The supply change was completed successfully. During the event, the patient felt tired. The patient's bg was affected and was out of range for 90+ minutes. Eventually, the blood glucose was corrected.